Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Estimated blood loss was 240cc's. A new system was strung and the pt completed their treatment without further issue. Clinic mgr reports the pt had no ill effects or medical intervention required. There is no other known ill effects to the pt. There is no sample available for eval.